Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue and moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission 10/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: a review of the pump black box data revealed no evidence of 128-fxxx alarm in the pump black box or alarm history. The original ¿battery life¿ issue was not duplicated during investigation. There was evidence of moisture contamination on the underside the battery cap. There was additional moisture contamination inside the pump on the battery canister. A leak test was performed and passed. The current draws were within specifications. Unrelated to the original complaint, the battery cap was able to fully tighten but the top of the battery cap was observed to be damaged.